Manufacturer narrative:
The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was severely scratched. The customer stated they were unable to read the display as a result of the scratches. Customer's blood glucose was 214 mg/dl. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.